Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pump had alarmed "downstream occlusion" immediately after being connected to the patient. The issue had been resolved by replacing the pump, which had then begun infusing without any further problems. There was patient involvement and unknown patient harm/adverse event reported.